Event description:
Physician reported that after injection with juvederm ultra plus in the lips, the pt experienced swelling at the injection sites. Forty five minutes after that, the pt's lips swelled 2 1/2 times normal and the pt went to an urgent care, where the pt was evaluated for possible anaphylactic shock. At this point the pt had extreme swelling in the lips and around the mouth. The pt was prescribed epinephrine, benadryl, and steroids. The pt was transferred to the emergency room where a physician was in the process of evaluating the pt when the pt stopped breathing. The pt was intubated and put on a respirator. Supplemental info received from the injecting physician noted the pt was released from the hospital in stable condition with no permanent injury noted. The pt was told by the emergency room doctor never to use juvederm or lisinopril again.

Manufacturer narrative:
(B)(4). Device eval summary: batch number hv30691346 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.